Event description:
Caller reported inform system neonate results of 274 mg/dl and 103 mg/dl within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.